Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dim, faded, and/or discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2015 with the following findings: during testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The complaint that the display was dim, faded, and/or discolored was not able to be duplicated during investigation. No defects were found.